Event description:
Patient presented to the physician with the stimulation lead extruding through the skin. Physician brought the patient into the or. Upon opening the ipg incision pus was observed. Physician decided to remove the entire inspire system.